Manufacturer narrative:
The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 2024-05-20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the display screen was not working. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition not related to the reported condition: vented battery. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Another unreported condition was identified not related to the reported condition: screen burn. The root cause of the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, while the handle was on the charger, the handle gave a sound but there was no screen. Another powered stapler was used. There was no patient involvement.